Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported a vitrectomy during an intraocular lens (iol) implant procedure. The reason is unknown at this time and the lens was not implanted. Additional information was requested.

Manufacturer narrative:
Additional information was provided indicating that the information requested via questionnaire was not necessary to provide due to the lens did not touch the patient and vitrectomy was performed for other reasons not related to the lens. This event is no longer considered a reportable event. The manufacturer internal reference number is (B)(4).